Event description:
During the paroxysmal supraventricular tachycardia (psvt) procedure, difficulty with positioning the catheter into the coronary sinus resulted in a procedural delay. The catheter was shaped many times; however, it was still not possible to make the catheter reach the appropriate position. The catheter was replaced but the result was the same. Both catheters could not get to the deeper position of the coronary sinus after losing bends. The process lasted almost two hours. The second catheter was replaced with a non-abbott device (synaptic medical steerable ep catheter) which resolved the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The reported event of deflection issue and patient insertion difficulty could not be confirmed. The catheter shaft deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. The shaft outside diameter measurement was within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.